Event description:
The patient's mother reported that all buttons on pump have become intermittently unresponsive. The buttons no longer spring back and click as usual and requires several hard presses to elicit a response. The reporter denies physical damage to keypad and exposure to moisture or cleaning products.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.